Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the sieve is contaminated. Additional malfunction is the pc board lights don't work.